Event description:
It was reported that the user received low insulin and high glucose alerts on the ilet system and observed a continuous glucose monitor reading of approximately 300 mg/dl after eating without a meal announcement; the user then proceeded to change the cartridge and tubing with guidance and reported glucose trending to 250 mg/dl by the end of the call. Symptoms included hyperglycemia. Outcomes included no medical intervention or hospitalization. Investigation included customer service troubleshooting and education on proper use, including guidance through cartridge and tubing replacement. Investigation of this case revealed user-related factors consistent with a missed meal announcement leading to hyperglycemia, with device operation otherwise unremarkable. It was concluded that the event was attributable to use error related to missed meal announcement rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.